Manufacturer narrative:
Internal file number: (B)(4). Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Evaluation summary: all available information was investigated, and the reported flush port crack/break was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported and observed crack/break in the flush port that resulted in the leakage of the fluid appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Patient codes: 2645 labeled na device codes: 1135 labeled 1354 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a clip delivery system (cds) was being prepared for use; however, when connecting the stopcock to the chamber flush port of the cds, a crack was observed on the flush port and resulted in a fluid leakage. The cds was not used in the patient. Another cds was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.